Event description:
It was reported that the patient underwent a revision surgery on an unknown date for an unknown reason. The sales representative was questioning if a freedom head would work on a certain taper. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - head. The current location of the product is unknown. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: not reviewed as insufficient information provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.